Manufacturer narrative:
B5, h6 (added 2907).

Event description:
Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The o-ring was removed and a new cartridge was able to be loaded onto the device.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple cartridges did not fit onto the pump. There was no reported impact to the customer's blood glucose level. Further information regarding the patient or event was not provided.